Event description:
The customer stated that a blood glucose reading was not being stored in the memory of the contour next one meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.